Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 10, 2020.

Manufacturer narrative:
This report is submitted on october 19, 2020.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (specific date not reported), and the patient was reimplanted with a new device.